Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called in to request exchanging her insulin pump, for the insulin pump with the scroll wrap feature. Advised insulin pump would be replaced. No additional information was provided.